Manufacturer narrative:
Age, weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. Initial reporter: email address: asku - asked but unavailable. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, while handling the preloaded intraocular lens device, the viscoelastic was injected into the cartridge, the plunger was pushed in, and then one rotation was performed. After that, the account stopped using the product because there was some resistance when pushing the lens and the haptic was twisted. The account rotated the plunger and took the lens out of the injector, the haptic was torn off. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jun 7, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with a piece of the lens stuck inside of the cartridge. The handpiece was disassembled and no issues that could contribute to a broken or detached haptic could be identified. The piece of the lens inside of the cartridge was removed and cleaned, revealing that it was a piece of the haptic. The complaint issue "haptic detached" was identified during product evaluation (device advancement issue was not confirmed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report, and it was also noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: g2 report source added: company representative. G4: this report is being filed on an international device. Tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.